Event description:
Boston scientific received information that this patient was in for a system revision due to an infected pocket where the device was eroding through the skin. A competitor epicardial lead was placed and attached to a temporary vvi pacemaker prior to the system extraction. The epicardial lead and vvi pacemaker were going to be used until the infection cleared. However, during extraction of the endocardial right ventricular (rv) lead, the patient coded and died on the operating table. The exact cause of death was not known, but a myocardial infarction was suspected. There were no signs of tamponade or effusion. The field representative believes the leads were buried with the patient and the hospital retained the device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.